Event description:
Procedure type: hysterectomy. According to the reporter: during the third suture needle use, the endostitch would not open/release the suture needle. The "locked" needle then broke with a portion of the needle remaining retained in the jaws of the instrument. Use duration less than five minutes.

Manufacturer narrative:
(B)(4).